Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the fastener. There was no patient involvement.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the fastener. There was no patient involvement.

Manufacturer narrative:
Upon further evaluation of one of the devices, it was found to be experiencing a non-reportable issue. The count of events has been corrected.

Manufacturer narrative:
Upon evaluation of the final device, it was determined to be experiencing a non-reportable issue.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the fastener. There was no patient involvement.